Event description:
It was reported that patent presented for routine generator change procedure. During procedure, insulation damage was noted on the patient's right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2022. The patient was stable.